Manufacturer narrative:
Due to the lockdown resulting from the covid19 pandemic, it was not possible so far to examine the device and to download a log file. Hence, it cannot be excluded that a malfunction has occurred and, this report is being filed in abundance of caution. Results of the investiation will be provided in a follow-up report.

Event description:
It was reported that the automatic ventilation stopped during use. The patient was connected to another device; no consequences have reportedly occurred.